Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the display became frozen on the pump screen and the customer was unable to clear it. During troubleshooting with tandem technical support, the display was able to be cleared. There was no impact to the customer's blood glucose level.